Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was delivering pro arrhythmic ventricular pacing. There were ventricular fibrillation episodes with trigger pacing before them. At one episode there was anti-tachycardia pacing that was not successful, but the posterior electric shock did convert the rhythm. It was recommended to turn bi ventricular pacing feature off to determine if the episodes stopped. Furthermore, an under sensed beat was observed at the right ventricular channel. The crt-d remains in service at this time. No additional adverse patient effects were reported.